Event description:
Six months post index procedure that pt had angina pectoris, myocardial infarction and stent thrombosis and 90% restenosis of the left anterior descending artery (lad). The lesion was treated with xience des 3 x 12 mm. Also, the pt had 70% restenosis of the proximal rca (peri-stent restenosis pattern (5mm) which also was treated by implanting a xience des stent. During index procedure, this pt had three stents placed in the proximal lad, proximal and distal rca and was discharged the next day.

Manufacturer narrative:
This is one of two products used on the same pt. MFR. Report #9616099-2008-02497. Additional info will be submitted within 30 days upon receipt.